Event description:
The patient reported that she was having trouble urinating and her hands were not working well. She went on to state that she could not urinate as of (B)(6) 2016. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.